Event description:
It was reported that several bd vet luer-lok¿ syringes were leaking. The following information was provided by the initial reporter: "customer has experienced leaking from the needle hub multiple times. Found issue in one particular lot number."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k)#: there is no 510k for this device, as it is for veterinary use only. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that several bd vet luer-lok¿ syringes were leaking. The following information was provided by the initial reporter: "customer has experienced leaking from the needle hub multiple times. Found issue in one particular lot number."